Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. During a review of the march 2010 (B) (4) complaint report for the vaxcel pasv port family, there was no current adverse trend noted in the "catheter fractured" failure mode. Returned was a port assembly, as well as a catheter, in two pieces. The catheter break occurred at the 10cm print mark. The break was not straight, as if it had been cut with a scalpel, but appeared jagged, which may indicate a rupture due to overpressurization. No molding defects were visible on the catheter. Measurements taken of the catheter i.d., o.d, and wall thickness were all found to be within specification. The catheter was not occluded, as a guidewire was able to be passed through both sections of the device. While the exact root cause of the event is unable to be concluded, the failure does not appear to be the result of a manufacturing defect and may be related to overpressurization by the end user. The directions for use packaged with the device discuss proper handling of the catheter was well as the statement that, "use of 10ml of larger syringes is recommended when accessing portal as system damage can occur at pressure exceeding 25 psi." Manufacturing process controls in place for this device include 100% leak testing of the port, verification of the proper assembly of the port and screw lock, and visual examination of the catheters for damage or defects as well as physical testing requirements at incoming inspection. (B) (4).

Event description:
As reported, patient with an implanted valved port was complaining of pain/burning during infusions. When an attempt was made to remove the port, the catheter detached from the port which resulted in the patient being sent to the cath lab for retrieval of the catheter. The patient's condition is "clinically stable." The port and the catheter have been returned to (B) (4) for evaluation.